Event description:
It was reported that the insulin pump alarmed button error. Customer stated that she were the insulin pump in her bra prior to the alarm. Customer's blood glucose reading at the time of the call was 98 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response on the down arrow button due to corroded keypad traces noted. No unexpected button error alarms noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and stained end cap sticker.